Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. The patient had a pre-existing condition of aortic stenosis and mild to moderate leaflet calcification. The diameter of the annulus was measured at 23.5mm, the area was 420mm^2, and perimeter was 73.7mm. Pre-dilation was conducted with a 20mm non-abbott balloon. It was noted that there was sufficient calcium to allow anchoring of the device. The device was deployed at a final depth of 3mm. A few seconds post-implant the device embolized 2mm above the annulus. The device was snared and pulled into the descending aorta. A new 27mm navitor transcatheter aortic valve was implanted using a new large flexnav delivery system at a final depth of 3mm. It was noted that there was mild aortic regurgitation (ar). Post-dilation was conducted with a 23mm non-abbott balloon. The final mean gradient was 5mmhg with no ar. It there were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the device embolization above the annulus post implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however it is possible that heavy calcification on the ncc may have contributed to the reported device embolization. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. The patient had a pre-existing condition of aortic stenosis and mild to moderate leaflet calcification. The diameter of the annulus was measured at 23.5mm, the area was 420mm^2, and perimeter was 73.7mm. Pre-dilatation was conducted with a 20mm non-abbott balloon. It was noted that there was sufficient calcium to allow anchoring of the device. The valve was deployed on first attempt at a final depth of 3mm below the annulus at the non-coronary cusp (ncc). A few seconds post-implant, the device embolized 2mm above the annulus at the ncc. The device was snared and pulled into the descending aorta. A new 27mm navitor transcatheter aortic valve was implanted using a new large flexnav delivery system at a final depth of 3mm. It was noted that there was mild aortic regurgitation (ar). Post-dilatation was conducted with a 23mm non-abbott balloon. The final mean gradient was 5mmhg with no ar. The cause of the valve embolization was possibly due to heave calcification on the ncc that pushed the valve. The patient status was stable.